Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Event description:
It was reported that there was a spike in impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. It was noted there was possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.